Manufacturer narrative:
Initial reporter is unknown. In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has been experiencing discomfort at the ipg site due to the location of the device. As a result, the doctor decided to explant and replace the patient's ipg (with a different model) and relocate the ipg pocket.